Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), product type: lead; product ID: 977a290, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a290, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome and spinal pain. It was reported that a representative met with patient to check the device. They inquired if they could meet with a representative for reprogramming- usually both sides worked but right now only the right side was working for the patient. The patient modes a, b, and c that usually worked for both sides of their body. No further complications reported. Additional information was received from the patient. It was reported that it is unknown what led to the stimulation not working on the left side. The rep adjusted which leads/ wires to be in active mode, and turned off the in operative ones. The issue has been resolved. It was also reported that the patient needs a new ID card their current one has a wrong serial number and old model number. No further patient symptoms or complication were reported. Additional information was received from the manufacturing representative (rep).it was reported that electrode 1 on the left lead was fractured impedance>20,000. Number 1 electrode was being utilized to provide coverage. Rep turned off electrode 1 and recaptured left coverage with the remaining electrodes. The information has been confirmed with the physician/ account. No further patient symptoms or complications were reported in this event.